Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the healthcare provider indicated that no interventions were taken to resolve the high impedances, and lack of pain relief at this time. The cause remains undetermined. The patient¿s weight was unknown. No further complications were reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding the patient. Impedances above 10,000 ohms were reported. It was noted that patient has to increase stimulation, but isn¿t getting much relief. They reported that the patient had a fall in january, and following the fall, their pain relief changed. However, their stimulation sensation is the sameas it was prior to the fall. It was reviewed that the patient¿s lead configuration was wrong, and that they can try and reprogram the patient to see if they could get proper pain relief. No further complications were reported. The patient was implanted for spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.